Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The facility initially called to request immediate service. During follow-up, the nurse reported that the system is not aspirating properly. The unit had to be reset three times. In one case, the surgeon converted to an ecce to complete the procedure. The nurse stated there was no pt injury.